Event description:
The customer reported an scal leak of approximately 1 ml from the bottom of the tube during the aspiration process involving the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was not contained and the instrument generated partial aspiration errors alerting the customer to an instrument problem. The customer ordered a second scal tube on suspicion that the initial scal tube was defective. The exact same event occurred on the second scal tube on (B)(6) 2013 and the customer realized that the issue was not with the scal tube; the customer indicated that the dxh 800 probe pierced the tubes causing the leak. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Failure mode is attributed to a misalignment of the sample access module.

Manufacturer narrative:
A beckman coulter fse (field service engineer) confirmed the leak coming from a pinhole at the bottom of the scal tubes due to the damage caused by the probe piercing the bottom of the tube. The fse aligned the sam (sample aspiration module) to resolve the issue and repair was verified per established procedures. Results: misalignment of sample access module. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #1061932-2013-00699 for an associated report related to the event. (B)(4).